Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Software version unknown retainer ring=black. Case type=ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on 09/08/2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 8/14/2022 1:58:00 pm due to moisture damage to force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). Cosmetic damage was confirmed at battery compartment during analysis.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.